Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid unspecified USA. Upc#, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with an unspecified band-aid. The consumer used a band-aid on his neck and had an allergic reaction within 24 hours. Consumer visited two dermatologists where he was given multiple prescriptions and a steroid shot.